Event description:
When the base unit of the tender subcutaneous insulin infusion set was removed, a portion of the teflon catheter was missing. No attempt has been made to locate or retrieve the missing piece.